Event description:
A patient sample was tested for phenytoin (phy) and a result of 21ug/ml was obtained. The result was reported out of the lab and it was questioned by the physician. The original sample was re-tested on the next day and repeated result was 10.7ug/ml. A 2nd sample collected from the patient 2 hours after administration of phy gave a result of "<2.5ug/ml". The true result has not been determined. It is unknown if treatment was initiated or withheld.

Manufacturer narrative:
Qc recovered within lab's established ranges. Service was not initiated for this event. Beckman coulter inc., (bci), contacted the customer on 02/17/09, and they believe it is a sample/patient specific issue. No additional information regarding this event is available. A malfunction will be assumed for the purpose of this report.